Event description:
It was reported that during the implant of a (B)(6) cardiac resynchronization therapy defibrillator (crt-d) and after pocket closure, the shock impedance fluctuated greatly from 0-41 ohms. The pocket incision was reopened, and inspection of the leads revealed no visible defect. The device was re-implanted, and the shock function was switched off. An x-ray was obtained the following day and sent to technical services for review. Technical services noted the x-rays are not conclusive in revealing any abnormalities. Troubleshooting recommendations were provided, and it was recommended the patient is followed via the latitude remote patient monitoring system as right ventricular (rv) and shock impedance alerts are available to monitor lead integrity. This right ventricular lead remains in service. No other adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).